Event description:
Reportable based on the product analysis completed on (B)(6) 2015. It was reported there was difficulty advancing another device through the catheter. The 99% stensed target lesion was located in the moderately tortuous, mildly calcified right coronary artery (rca). The physician performed dilatation with a non bsc balloon catheter. A promus premier stent was attempted to be advance through the guidezilla extension catheter. The stent couldn't pass through the port of the guidezilla even after several attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. However, the returned product analysis revealed that the shaft broke.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip meeting specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation at the collar/proximal shaft weld with damage to the collar. Microscopic examination presented no damage or irregularities to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).